Manufacturer narrative:
H3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the jrny ii xr tib punch guide sz 5-6. Therefore, no investigation is deemed for the other device. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, the journey ii xr tibial punch guide was difficult to set on the journey ii tibial punch try and an additional bone cut was required. The procedure was completed using the same device without any further complications. Based on the limited information provided, there were no clinical factors identified which would have contributed to the reported events. However, it was communicated that the additional bone cut was not due to the device malfunction. The patient impact beyond the additional bone cut cannot be determined. No further medical assessment is warranted at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery with cori, it was difficult to set a jrny ii xr tib punch guide sz 5-6 on the jrny ii xr tibial punch tray sz 5 because the punch guide hit the bone. An additional bone cut was required. The procedure was performed, without any delay, using the same device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).